Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. It was indicated that the receiver was exposed to moisture, which is misuse of the device. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to usb connector damage. Functional tests were not performed due to usb connector damage. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded for review due to usb connector damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.